Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained oversensing due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were made. There were no adverse events for the patient before, during, and after the change.